Manufacturer narrative:
(B)(4). Four incident samples received for investigation, however it is unclear which incident they relate to. A follow up report will be submitted with failure investigation once the evaluation is completed.

Event description:
The customer reported that a tpn (total parenteral nutrition) infusion was set to infuse a vtbi of 1265 mls at a rate of 105 mls/h over 12 hours; however, the infusion finished 30 minutes earlier than anticipated. There was no patient harm or medical intervention. No additional information provided.